Manufacturer narrative:
(B)(4).

Event description:
Original procedure date: unknown. Procedure type: one level (l4-l5) lumbar fusion. According to the reporter: the screw slipped off of the rod post-operatively. This was found in an x-ray about three months after the initial surgery. A reoperation was then performed to remove both screws and rod and replace with new screws and rod.